Event description:
On 2006: primary surgery: knee surface replacement. On 2006: revision surgery due to septic complications. On 2009: 2nd revision surgery due to loosening of the prosthesis. The link endo-model was implanted. Current incident: the damage of the bushing occurred. Another link endo-model was implanted.

Manufacturer narrative:
All product features corresponded with the valid specifications of the (B)(4) at the time period, when the item was produced. Both the user guide and the surgical technique provide sufficient info to the user to ensure a safe application of the products. The x-ray images show that the tibial resection was very distal. In this case the tension of the muscles is not sufficient enough anymore. It is possible that the knee is hyperextended and the bushing hits the touch in the femoral component until its damage. The visual inspection of the femoral component supports this assumption. Traces of impact can be found on it which has been caused by the impact with the t-bushing. To achieve the necessary tension and to restore the anatomical joint axis it is recommended to use bone grafts or special revision components (augments etc.). This event occurred outside of the u.s. And involves a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s.,(B)(4).